Manufacturer narrative:
Additional information: d1, d4: catalogue #, d9, h3, h6, h11. H11: the device was received for evaluation. A visual inspection with the naked eye and a broken occluder leg was observed. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. An internal leak through the closed twist clamp was observed during testing, however there was no external leak observed. The reported leak was not verified. The cause of the broken occluder foot could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was broken which resulted in a leak. This occurred during use of device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.